Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. Functional testing with an inflation device was used to inflate the balloon to the rated burst pressure for five minutes and revealed no leak. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 95% stenosed, 18mm in length target lesion was located in the moderately tortuous, severely calcified, and 2.5mm in diameter right coronary artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilation. However, it was noted that the balloon had a pinhole. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. The 95% stenosed, 18mm in length target lesion was located in the moderately tortuous, severely calcified, and 2.5mm in diameter right coronary artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilation. However, it was noted that the balloon had a pinhole. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.